Event description:
Approx three years after undergoing single rapamycin stent implantation, the pt was discovered unresponsive at home and resuscitation attempts were unsuccessful. A post-mortem external examination revealed "evidence of recent medical intervention, but significant injuries." The immediate cause of death was atherosclerotic cardiovascular disease. Diabetes mellitus and prostate cancer were reported as other significant contributing conditions. Additionally, per the (cec) clinical events committee the event met the criteria for possible late stent thrombosis per the arc definitions.

Manufacturer narrative:
The pt was admitted for the index procedure with an admitting diagnosis of angina pectoris and met the study guidelines for inclusion. The pts' medical history consisted of diabetes mellitus, hyperlipidemia, hypertension, peripheral vascular disease and angina at rest. The index angiogram revealed that the left ventricular ejection fraction was 70%, a stenosis of the 2nd (rpl) right postero-lateral branch and no other lesions were noted in the remaining vasculature. No peri-procedure medication was administered. During the procedure, a femoral access was obtained, and a cordis jr 4 guiding catheter and a wisdom .014" guidewire were utilized to access the target site. The lesion length in the rpl was 16mm and a diameter of 2.5mm, the stenosis was 90%, no calcification or tortuosity. And the timi flow was 3. A 2.5x18mm rapamycin clinical stent was deployed at 14 atmospheres. The pt experienced some chest discomfort during stent deployment that was treated with sub-lingual nitroglycerin. The stent was not post-dilated. The core lab identified a 28% final residual in-lesion stenosis without dissection and timi iii flow. The highest act was 306 seconds and the total heparin dose was 5000 units. The total amount of contrast (omnipaque) given was 325cc. After stent placement, no dissection was noted, and no adverse event or add'l treatments were needed was reported. The pt was discharged on asa and cliopidogrel. Eight months after the index procedure, the protocol re-study in the absence of recurrent angina or a functional ischemia study the angiogram revealed a 34% in-lesion restenosis reported by the angiographic core lab with the notation "no significant restenosis in stent." A revascularization was not performed. The site submitted follow-up ecgs for this admission, but did not report mi. Therefore, ck enzymes were not available. The ECG core lab reported no new st-t abnormalities and new inferior q waves. The (cec) clinical events committee determined this event met the criteria for a non-target vessel q wave mi. A year after the index procedure, the pt was diagnosed with prostate cancer and underwent radiation therapy that was completed three months later. The site reported two subsequent psa tests that were normal. Please note, this device is not distributed in the united states; however, it is similar to u.s. Product. The product is not available for eval and testing. Add'l information will be submitted within 30 days of receipt.